Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was cardio pulmonary arrest. The caller stated that the customer had cancer, and had kidney issues that may have led to the customer's passing. The customer¿s blood glucose was low at the time of death, as their settings had not been adjusted. The customer was wearing the insulin pump at the time of death. The customer had stopped eating and was not given a glucagon shot since they did not want to keep living. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.